Event description:
I used the stelo cgm to monitor my glucose levels, but I noticed that the readings were consistently off when compared to my finger stick tests. This discrepancy made it difficult to manage my glucose levels accurately. Additionally, the adhesive used to attach the cgm to my skin caused a severe allergic reaction, resulting in redness, itching, and discomfort. Due to these issues, I had to remove the cgm prematurely.